Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 6 days after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient was feeling exhausted and as she was drunk. At an unspecified time of the event the cgm reading was 400 mg/dl and the bg reading was 600 mg/dl. The patient was treated there with 3 IV bags with saline in 8 hours for rehydration. At the time of the report the patient was still feeling bad, the cgm reading was 400 mg/dl with arrow up, and she did not sleep the whole night. There were no additional details reported as the patient declined to provide further information about the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.